Event description:
The infection has since been resolved.

Manufacturer narrative:
Date of event is estimated. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer reference number:1627487-2020-33354. It was reported that the patient experienced an infection at the extension site. As a result, surgical intervention was undertaken on (B)(6) 2020 wherein the extensions were explanted. The patient was hospitalized and administered both oral and IV antibiotics..

Manufacturer narrative:
A review of the lot history record identified no manufacturing nonconformities issued to the reported device that would have contributed to this event. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.